Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted to treat rectocele, vaginal prolapse, sui; concurrently with posterior repair with graft vaginal vault suspension, repair of enterocele. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.